Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: since maintenance, bd max gives clostridium positive results when they are negative. There is always a problem on the max enteric viral panel with adenovirus often being rendered pos when it is neg. Was it obvious that the results were erroneous/could not be trusted? Yes. Is a confirmatory test always performed? No.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from french: since maintenance, bd max gives clostridium positive results when they are negative. There is always a problem on the max enteric viral panel with adenovirus often being rendered pos when it is neg. --------- was it obvious that the results were erroneous/could not be trusted? Yes is a confirmatory test always performed? No.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay and for c. Diff when running the c. Diff assay. A bd field service (fse) was dispatched to the customer site where they performed replacement of the reader on side a and re-normalization of the replaced reader. Instrument performance was qualified following repair and was confirmed to be operational to bd specifications. This complaint is confirmed by service & quality. The root cause was traced to component failure of the reader. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and four additional cases were observed on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.